Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed, and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a low readings issue with the freestyle libre sensor. The customer subsequently lost consciousness, reported he was unable to self-treat, and emergency services were called. The customer received a healthcare meter blood glucose reading of 29.7 mmol/l (534.6 mg/dl), compared to a sensor scan reading of 2.7 mmol/l (48.6 mg/dl). It is unknown what, if any, emergent treatment was provided. There was no report of death or permanent injury associated with this event.